Event description:
It was reported that bd phaseal¿ optima system, connector, c35-o injector and connector separated during infusion. This occurred on 5 occasions. The following information was provided by the initial reporter: this record captures patient 3 of 4. The following was reported via email: we have another disconnect. This line had doxorubicin infusing ¿ no etoposide involved. This occurred about 17 hours into a 24 hour infusion. The nurse changed the connector and injector. I told her to not throw them out at this time. Additional details reported by the customer: patient #3 (B)(6) ¿ 46 yr old female (weight 58.2 kg) 24 hr infusion: doxorubicin (bag #1) without antisiphon valve access: r port disconnect: (B)(6) 2019 ~ 17 hrs into infusion notes: connector and injector changed -> no further issues; bag #2 hung without phaseal.

Manufacturer narrative:
Investigation: two sample connectors from lot 1904104 were returned to our quality engineer for evaluation. The product was visually inspected, no defects or damage was identified. Dimensional testing was performed on the received connector, verifying all critical dimensions are within specification. Testing was completed, engaging and disengaging the connector and a sample injector from lot 1906101. In all cases the product functioned as intended and the failure could not be replicated. Four retained connector samples of the same lot were used for additional evaluation. The same testing was performed, engaging and disengaging the device from sample injectors and again the product functioned properly in all units observed. A device history review was performed for lot 1904104, no deviations or non-conformances were identified during the manufacturing process that could have contributed to the reported issue. Product is visually and functionally tested throughout manufacturing according to procedure, ensuring the quality and functionality of the device. While we could not identify a root cause at this time, an investigation has been initiated to look further into this matter. CAPA#1186628 was initiated.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd phaseal¿ optima system, connector, c35-o injector and connector separated during infusion. This occurred on 5 occasions. The following information was provided by the initial reporter: this record captures patient 3 of 4. The following was reported via email: we have another disconnect. This line had doxorubicin infusing ¿ no etoposide involved. This occurred about 17 hours into a 24 hour infusion. The nurse changed the connector and injector. I told her to not throw them out at this time. Additional details reported by the customer: patient #3. (B)(6) ¿ (B)(6) yr old female (weight (B)(6)). 24 hr infusion: doxorubicin (bag #1) without antisiphon valve. Access: r port. Disconnect: (B)(6) 2019 ~ 17 hrs into infusion notes: connector and injector changed -> no further issues; bag #2 hung without phaseal.